Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Additional device product code is hwc. (B)(4) lot number unknown. Date of implant is unknown and was reported as (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to nonunion of the distal humerus. The patient was initially implanted on an unknown date in (B)(6) 2015. During the revision surgery a medial plate, a posterior lateral plate and an unknown quantity of unknown screws were explanted and an open reduction internal fixation (orif) of distal humor revision was performed. The patient was revised with a longer medial plate and an extra articular lateral plate. It was further reported that an unknown quantity of the original screws, possibly two, broke during removal and the fragments were left in the patient's bone. The surgery was successfully completed without delay. The patient's postoperative status was reportedly as fine. This is report 2 of 3 for (B)(4).